Event description:
It was reported that during reprocessing of the mega needle driver instrument, the wire on the instrument was noted to be broken. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument has been returned for evaluation, however; failure analysis investigation of the returned affected part is not complete. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received.